Event description:
It was reported that during a tonsillectomy and adenoidectomy, the physician was utilizing a coblator ii surgery system. The physician tried to utilize the coagulation feature but the unit was unresponsive. Another foot controller was tested with the unit and the coagulation feature was still unresponsive. The physician switched to a traditional bovie to complete the procedure. No pt complication were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available.